Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was out of calibration. The device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that after surgery the tourniquets were removed postoperatively, a skin lesion was noted laterally over the right thigh. Initially there was redness, bruising that faded after a couple of hours. Then blisters developed over the skin area measuring about 5x5 cm. After surgery, when checking the device for pressure, an increase of 2mmhg in difference to the set pressure of 220. Upon receipt of additional information, medical intervention and/or surgical intervention occurred. Due diligence is complete and no additional information is available. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: sweden. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.